Event description:
Pt received with stents 2 weeks prior and taken off plavix and aspirin because of bleeding. Pt presented with a thombosed stent to the mid lad. He preceded with his normal 6f jl4 and a 190cm bmw wire along with the spiroflex catheter. After making his passes with the spiroflex, he then tried to remove the spiroflex and he states that the "catheter was stuckin the pt". He noticed some resistance. He tried to remove both the bmw wire with the spiroflex without success. He finally gave both a "huge tug", and they were both removed. The next picture showed a dissection to the left main artery. He then had to rewire the lad with a new 190 cm bmw wire and place a stent in the left main. The pt tolerated the procedure well. No other known complications.